Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting an error code 1115-auxiliary alarm failed occurred on the v60 ventilator. The device was not in clinical use. There was no harm. There was no patient or user impact. The device did not meet specification for intended use. The asp evaluated the device and found the issue during performance verification testing (pvt). The device started to make an abnormal sound after the asp replaced the blower and power supply. The asp performed troubleshooting and observed diagnostic code 1115 in the device event log, confirming the auxiliary alarm failed. The asp determined the motor control (mc) printed circuit board assembly (pcba) required replacement for resolution. The customer was provided a service proposal. The asp replaced the mc pcba once customer approval was received. The device was verified as operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.